Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H11: the actual device and two photographs of the sample were provided for evaluation. Visual inspection of the actual device was performed and the leak was not easily identified by initial visual inspection. Visual inspection of the photo samples identified leakage from the administration port. Functional leak testing of sample was performed and leaks were identified from the administration spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, a likely cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the administration port. This was observed during setup prior to patient use. There was no patient involvement. No additional information is available.